Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information has been requested, but not yet received. Should any additional information be received, a supplemental 3500a will be submitted: what was being done when the needle pulled-off (during removal from package, passage through tissue ,etc.)? Did the needle fall into the patient? If so, was it retrieved?

Event description:
It was reported that the patient underwent a laparoscopic sleeve gastrectomy and a suturing device was used. The suture pulled off, but there was no loss of control of the needle. The procedure was completed using a like suture cartridge. There were no adverse consequences for the patient. Additional information has been requested.